Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer corrected the time and resumed insulin therapy. Customer's blood glucose was 284 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.